Manufacturer narrative:
(B) (4). (B) (4). The generator was returned to the tyco healthcare (B) (4) service center. It was tested and found to be operating to specification.

Event description:
The customer reported that during a conization of the cervix using a non-covidien handpiece with a covidien generator, set at coag 30 cut 30 fullgurate, the pt received a 1st to 2nd degree burn. A metallic speculum kept the retral fornix vaginae down and the vaginal skin was exposed at the tip of the inserted speculum. The burn, described as a blackish sloughing, appeared localized at the vaginal tissue which was in front of the tip of the speculum. During the procedure, light was observed, assumed to be arcing (power discharge). Upon removal, the metal-loop was not in contact with tissue. The metallic cutting wire was about 2 cm from the point of burn. The isolated guidance-core of the coagulation-loop was inserted into the cervix. No disposables were saved. The day after surgery, the injury was reported as a redness with light sloughing and healing well after a week with no permanent damage expected.